Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The monopolar curved scissors (mcs) instrument was analyzed and found to have a melted blade tip. Visual inspection found the instrument blade melted at tip. The instrument was placed a driven on an in-house system. The instrument passed the recognition an engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips did not struggle to be opened or closed. The instrument released energy and began arcing almost immediately. The complaint was confirmed by failure analysis. The probable root cause of the thermal damage is primarily attributed to the use conditions of monopolar energy if the lowest power or effect setting possible is not used for the minimum time necessary to achieve the desired effect. Excessive energy usage can cause melting of the blades.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the scissors tip melted into the 8mm monopolar curved scissors (mcs) instrument. A backup instrument was used for the procedure. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi followed up with the initial reporter and obtained the following additional information: there was no arcing observed. There was no patient injury or harm.